Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a two-stage hip arthroplasty revision due to infection. Devices were removed on (B)(6) 2015, and an antibiotic spacer was placed. It is unknown when final components will be implanted.

Manufacturer narrative:
This report is being amended to reflect changes in sections. No devices or photos were received; therefore the condition of the components is unknown. The in-vivo time of the femoral head and elevated liner are 6 days. The screw and shell have an in-vivo time of 22 days. The head and liner have an in-vivo time of 6 days. The devices were used in approved and compatible combination. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to patient infection. The reported (B)(4) design controlled devices are used for treatment.